Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument wouldn't close. No further information was provided.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: there was no patient injury. The reported instrument was being used for cutting when, the issue was encountered. No fragment(s) fell into the patient's anatomy. The instrument remained in an open position. The procedure was completed robotically by replacing the instrument. This issue led to additional of 2 minutes to the case. Isi did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have blade damage at the midpoint. Both blade edges were indented, which prevented the blades from closing properly.

Event description:
Refer to h11 for follow-up information.